Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, low, out of range high voltage lead impedance and noise were observed. The noise was reproduced with a provocation test. The patient received an inappropriate shock. An alert for possible high-voltage lead issue was observed. The lead was capped and replaced. Patient condition was good.